Event description:
It was reported the device depleted after eight months with average settings. The device was on 24 hours a day/ 7 days a week at less than 5 amp. The pt was seen at the physician's office; the battery was depleted. No impedance measurements were performed prior to battery depletion. The device was replaced. The pt recovered without sequela.

Manufacturer narrative:
The neurostimulator was returned to the MFR for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.